Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed. The findings indicate that this event was due to mishandling by the end user. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that a "hole was discovered in the hose" of the hand piece device during set-up. The reporter was unable to provide information regarding the precise location of the hole, whether or not there was any sound, and if air or fluid came from the hole during the event. The device was not used in surgery. The reporter stated the scheduled surgical procedure was completed without delay, as an identical spare device was available. No patient harm or adverse outcome was alleged. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.